Event description:
It was reported that the attain otw lead was contaminated and the attain ability lead was unable to be positioned. Both leads were not used. No patient complications have been reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present on all conductors. (B)(4) no anomalies found; full lead analyzed. Lead stretched; lead damaged at implant.